Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were severely tortuous with slight calcification. It was reported that 21 months post stent graft implant the CT demonstrated that the stent graft had migrated with no endoleak present. It was reported that the aortic neck had significantly changed from the original size of 26 mm to 28 mm due to disease progression and the angulation of the aortic necfk. The physician has requested a talent cuff. There are no additional clinical sequelae reported and the pt is reported to be fine.